Event description:
Incident reported as: the stapler does not advance the clips. The patient was undergoing a colon procedure. No patient injury reported.

Manufacturer narrative:
The device sample was requested, but not received at the time of this report. The results of the investigation are not available at the time of this report.